Event description:
It was reported the patient complained of losing paresthesia and pain relief. Upon evaluation of the patient's drg system, measuring of the lead impedance showed high impedance on all of the lead contacts. Consequently, the patient's drg lead was replaced and the issue was resolved.